Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the cutting wire of the dreamtome rx 44 broke. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.